Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, silicone in lymph nodes.

Event description:
Healthcare professional reported "intracapsular rupture of the left prosthetic implant with enlarged glands probably related to silicone in lymph nodes," identified via imaging study, against left side device. Device remains implanted.